Event description:
It was reported by nurse, jenny that customer was hospitalized due to high blood glucose. The blood glucose reading at time of the event was 543 mg/dl. Customer had diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin exits the tubing. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge